Manufacturer narrative:
(B)(4). (B)(6). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.

Event description:
A customer reported a system error 2240 (air in tubing) on his homechoice machine during use while the patient was connected. The patient also had a system error 2367. The patient line had been properly primed. Patient line extensions were in use and had been properly connected prior to prime. The patient line had not separated from the transfer set. The patient did not initiate therapy prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected, and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. After the alarm, the patient completed therapy manually. Proper procedures were reviewed. There was patient involvement, but no patient injury or medical intervention reported.